Event description:
Due to acute fibrocystic disease, on 1/7/86, rptr had a bilateral subcutaneous mastectomy with silicone implants. Because of these implants, she had considerable scarring. A capsulotomy implant replacement was recommended. (Same rptr referred to in 1003449 and 1003450.)